Manufacturer narrative:
The review of the complaint history files and device history record for lot number 13j1704g shows no similar complaint and no nonconformity was recorded regarding this lot number. The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved venous male luer connector were provided. In the pictures, it appears there is a crack at the venous male luer connector.

Event description:
Limited information was provided about this event in (B)(6) in which a patient was scheduled to undergo crrt on a prismaflex with a prismaflex m100 filter set. While the nurse was infusing the circuit with the patients' blood, she noticed the male luer lock connector on the venous return line was broken. Assuming the nurse did not return the blood in the extracorporeal circuit to the patient there would have been a blood loss of 152ml max.